Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: >7.5, 5.5, lab: 5.4, 5.4. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: >7.5, 5.5. Pt's therapeutic range: 2.0 - 2.5 inr. On (B)(6) 2011, after lab reading confirmed high inr, pt was given vitamin k and her coumadin was held. She also showed signs of bruising and had a headache.

Manufacturer narrative:
Investigation pending.